Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for low lead impedance. A follow up with the healthcare provider yielded that the lead had dislodged seen on x-ray. The rv lead detection was programmed off and the patient was issued a lifevest. The patient is scheduled for a lead revision. The lead remains in use. No patient complications have been reported as a result of this event.